Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture and a follow up was planned. A possible lead revision was discussed. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This report is being filed to correct the model number.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This electrode was expected to be returned. Should the electrode be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. The electrode was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. X-ray showed a fractured sense a cable conductor approximately 235 mm from the terminal end. Resistance testing found the electrode was not electrically continuous. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. The electrode was returned. No additional adverse patient effects were reported.